Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced infusion set fell off during use event. The infusion set had been used for 2 days. No further information was available.